Event description:
Patient had a temporary pacemaker, and dislodge the cables from the pacer box. When the cables were tested, they did not click into a lock position due to a defect. The cables were replaced. A 55 year old male underwent double valve and coronary artery bypass (B)(6) 2023. Two temporary right ventricular pacer wires were in placed, and connected to temporary pacer box after surgery.